Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2022 due to retention issues. The patient was reimplanted with another cochlear device at a new site during the same surgery.